Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the haptic bent when the surgeon folded the lens. The bent haptic was noticed after the iol was placed into the eye. The iol was cut in half and removed through an enlarged incision. Additional information has been requested.

Event description:
Additional info provided by the reporting nurse indicates the lens was removed and replaced without complications.